Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a force sensor failure. It is unknown if there was no patient, or clinician injury associated with this event.